Event description:
The customer reported that, during setup for use prior to use in an unknown procedure, their bronchovideoscope device continually displayed the communication error "not connected." There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer's allegation was confirmed. Additionally, it was noted that the device did not produce an image, and issued communication error 216. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.